Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of therapy, which was clarified as a return of symptoms. They clarified that the return of symptoms started "over a year ago," and the patient was unclear what date or devices were related to this event. The patient requested to meet with a manufacturer representative (rep) to "adjust" their implantable neurostimulator (ins) and stated their ins was "not working" for the them. They stated they were "past number 6" and that their hands were "almost useless." They further clarified their stimulation is currently "over 6.1, 6.2" and is still "not working." They said they were unsure what the highest number they were able to increase to and mentioned their tremors first started "in high school" prior to implant. The patient was redirected to their healthcare provider to discuss symptoms and programming.